Event description:
The field engineer noted that the system intermittently would not boot up. There is no report of death or serious injury associated with the complaint. This resulted in a loss of imaging functionality.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ps1 and interconnect cable were evaluated and replaced. The system was tested and found to be working as intended and returned to service.